Event description:
It was reported that the atrial lead was fractured. The lead was explanted and replaced. The patient is enrolled in the observe clinical study. No patient complications have been reported as a result of this event. Atrial electrode fracture and dislodgement of ventricular electrode history: unknown injury: no intervention required: new surgery to reposition ventricular electrode and replace atrial electrode outcome: alive - no injury, event resolved

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58 lead. (B)(4).